Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of nasojejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent procedure for nasojejunal tube. The patient experienced a pneumoperitoneum with abdominal pain. The date of the percutaneous endoscopic gastrostomy (peg) placement was unknown. The patient experienced pneumoperitoneum treated by tazocilline intravenously antibiotics with a favorable evolution.

Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 information received from the physician stating abdominal pain following implementation of jejunostomy tube¿ and that pneumoperitoneum happened.